Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: tube is dirty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The photos showed dirt on the outer tube walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing and inadequate culling of impacted tubes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: tube is dirty.